Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead delivered non-sustained right ventricular oversensing alerts for loss of capture. Programming changes were implemented. The patient was in stable condition.